Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the report of low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, it was later communicated by the account that they were attributed to right heart failure. A direct correlation between the device and the patient's right heart failure could not be conclusively established through this evaluation. The submitted log files appeared to capture the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for heart failure. The patient presented with symptoms of abdominal bloating, dyspnea, a cough, and weight gain. While admitted the patient was treated with digoxin and diuretics via IV diuresis. Following treatment the patient was improving. The patient would remain on digoxin and oral diuresis. The patient had not been experiencing right heart failure prior to left ventricular assist device (lvad) implant. A device related issue was not thought to have caused or contributed to the right heart failure the patient was experiencing. On (B)(6)2022 the patient was seen in the clinic for a follow-up. Review of the patient's log files showed 5 low flow alarms. Interrogation was only possible back to that morning due to constant pulsatility index (pi) events. The patient was not experiencing any arrhythmias. There was a noted speed decrease from 5300 rpm to 5100 rpm during admission due to right ventricular (rv) dysfunction. A computerized tomography (CT) was not performed but no clear sign of outflow graft twist or stenosis was seen based on recent echo findings. The patient's diuretics were adjusted and ramp was scheduled for further optimization. The cause of the low flow alarms was the patient's right heart failure. The patient was not symptomatic at the time of the low flows.